Event description:
A report was received that a patient's scs system was explanted. The patient reported that the ipg had made her pain worse. The physician assessed that it was not making her pain worse, but explanted the system per the patient's request. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluation, as they were discarded by the medical facility.